Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported the patient presented to the hospital after receiving inappropriate therapy due to lead dislodgement. The lead was explanted and replaced. The patient condition was good.